Manufacturer narrative:
(B)(4)

Event description:
It was reported that in 2009, the pt had an external pain pump placed on a trial basis. The pt was allergic to morphine. Thus, the doctors substituted dilaudid and "bivicaine." On the first day, the pt was dizzy, itchy and had problems urinating. The pt returned to the doctor, who turned the pump off and reduced the dose of pain medication in half. The pt returned home and still had problems urinating and was itchy. On the second day, the pt felt better and experienced a 75% reduction in pain. On the third day, the trial pump was removed. In 2009, the pt had an internal pump implanted using the same medication dose as the reduced dose used in the external pump trial. The pt's cause of death was unk. The pt's death occurred on an unk date. No further details were provided at the time of this report.